Event description:
It was reported that the patient coughed up the plastic distal cover. The issue occurred during an endoscopic retrograde cholangiopancreatography (ercp) procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.